Event description:
The patient was revised for instability due to implant/baseplate loosening on (B)(6) 2022, following the primary surgery on (B)(6) 2019. The surgeon explanted the humeral cup (36/9), centered glenosphere (36), glenoid baseplate (24), locking screws (2 of 30mm each, 25mm and 20mm). The surgeon implanted an offset head (54x21) and an eccentric adapter (24/10).